Event description:
It was reported that the patient needed help adjusting his stimulation. It was stated "it was all on one side and it was coming up in his stomach." The event or symptoms "must have occurred" in the morning of the report. It was also stated that the patient did not think he had a patient programmer. "Some lady came out here to the hospital and adjusted it." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).